Manufacturer narrative:
A ge healthcare service representative replaced the bag port manifold to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a broken bag port, preventing manual ventilation. There was no report of patient involvement.